Manufacturer narrative:
The patient was not getting coverage with the current placement and was trialed with t9/10 leads. Other system has not been explanted. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined."

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2024 during which the system was explanted and replaced with a new system. Effective therapy was established post-op.

Event description:
It was reported patient was not receiving adequate stimulation from the current scs system. Patient underwent a trial on (B)(6) 2024 with different lead placements. No further information was received.

Manufacturer narrative:
Section b3: date of event is unknown.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.